Event description:
It was reported that while using ilet, the user observed a downward continuous glucose monitor (cgm) trend at a blood glucose of 160 mg/dl, chose not to announce the meal, and subsequently experienced a rise in blood glucose to 220 mg/dl; troubleshooting and education were provided regarding trend arrows and the need to announce meals. Symptoms included hyperglycemia. Outcomes included no reported intervention or hospitalization. Investigation included customer communication and review of device use. Investigation of this case revealed normal device function with user-related missed meal announcement contributing to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user decision-making and use error related to meal announcement rather than a device malfunction.

Manufacturer narrative:
Initial.